Event description:
The customer reported obtaining abnormal reaction kinetics for forty-six (46) enzymatic creatinine results involving the beckman coulter au680 clinical chemistry analyzer. The customer indicated that the erroneous results were reported out of the laboratory. The customer reported obtaining an initial enzymatic creatinine result of 819 umol/l, on the morning of (B)(6) 2013, for an elderly patient who was on dialysis and the patient was treated with unnecessary hydration for a suspected acute kidney disease as a result of the erroneously elevated creatinine result. The customer repeated the sample on the night of(B)(6) 2013 and obtained a result of 75 umol/l. The sample was repeated again and a result of 72 umol/l was obtained. No further changes to patient treatment was reported and no other assays were affected for this event. Only one (1) patient treatment was affected for this event. Qc (quality control) results prior to the event were within the laboratory's established ranges. Qc recovery for the low level control was out of the established range following the incident.

Manufacturer narrative:
Beckman coulter examined the reaction monitors for the abnormal creatinine results and discovered highly abnormal spectral properties in the absorbance readings, indicative that the instrument was contaminated due to absence of washing detergent. The investigator noted that the mixbar was the most likely contaminant. A beckman coulter fse (field service engineer) was dispatched and discovered that there was inadequate cuvette cleaning as the instrument was not making the 1% diluted detergent correctly. Failure mode of the event is likely attributed to a defective wash roller pump; the customer is replacing the tubing that is connected to the wash roller pump on a monthly basis to avoid premature failure of the tubing.